Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a high blood glucose level of 425 mg/dl or 450 mg/dl. In the past she has felt nauseous and had to treat with a syringe. The customer had previously reported a motor error alarm. The customer had issues with the site lasting as long as needed. The device was not returned.